Event description:
It was reported that a xtra-silent nite slide-link appliance failed. No relevant medical history or condition of the patient was reported. The patient received and began use of the appliance on 06/02/2023. On 06/13/2024 the patient reported that the acrylic where the anchors are located is coming off. The patient stopped using the appliance on (B)(6) 2024 and no injury was reported.

Manufacturer narrative:
A sample device was not returned for analysis. Should the device be returned, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time.